Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) was returned and investigated. Visual inspection was performed and no issues were observed. Data was successfully extracted and found to be in state 1 (initial factory state). An unseated sensor plug was observed during visual inspection. The complaint is not confirmed due to a user issue.

Event description:
Customer reported receiving a sensor error message on the same day the adc freestyle libre sensor was applied. Customer further reported having a loss of consciousness and was treated with glucagon by a family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message on the same day the adc freestyle libre sensor was applied. Customer further reported having a loss of consciousness and was treated with glucagon by a family member. There was no report of death or permanent impairment associated with this event.